Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error codes 1210, 1220, 1260, and 1261. There was no patient involvement. The issue was observed during testing.

Manufacturer narrative:
One device was returned for repair with complaint that the pump showed error codes 1210, 1220, 1260, and 1261. The reported problem was verified by power up, visual inspection testing, which found battery capacitor damaged wire. The cause is the real time clock battery is damaged. Replaced the battery to correct the issue. The device passed all functional tests after the repair.